Event description:
It was reported that the programmer screen goes blank upon power-up and seemed to be "shorting out" if the screen was touched side to side. It was further noted that the programmer had been previously returned for the display issue. The programmer has been returned for service. It is requested to not be returned to the user. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the display did cut out and it was attributed to a damaged display flex. Analysis also found a noisy system fan and that the wireless tested out of specification.